Manufacturer narrative:
Synthes is unable to provide the MFR, PMA/510k number, and/or the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided.

Event description:
During a clinical investigation it was reported: a pt status post unk (B)(4) drillable and unk product returned to study complaining of pain swelling and redness (inflammatory reaction). A culture was taken and was negative.